Event description:
It was reported that noise was observed on the ventricular channel. The physician physically manipulated the lead and could not reproduce the noise. There were no signficant changes in the lead measurements. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received during the ICD analysis, noise was confirmed by review of the stored egms. A polished area was noted on the device can that is usually indicative of a lead insulation breach.

Event description:
The lead sensed noise again and was explanted.